Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on an unknown access set the secondary bag is fuller than it should be after the given infusion time. It was reported that the infusion was still pulling from the primary bag even when the piggyback is higher than primary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.